Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported the ventilator alarmed due to pressure sensor and data acquisition pcba adc reference failures. The customer reported the device was in use and there was no patient harm. Occurrences of a pressure sensors failure and a data acquisition pcba adc reference failure during use in normal ventilation operation may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. Pse advised the biomedical engineer replace the data acquisition pcb to motor controller pcb cable to address the reported problem. The biomedical engineer could not be reached for followup service information.